Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the unicel dxc800i synchron access clinical systems. The fse inspected the instrument and found a leak on the sample syringe. The fse determined multiple hardware malfunctioned. The fse replaced the vacuum valve, cartridge chemistry (cc) sample probe, and sample probe collar wash which resolved the issue. The fse performed system verification successfully. Instrument returned to normal operation. Section h6: component code 4756 is used for the sample probe collar wash information not provided by customer. Beckman coulter internal identifier is case (B)(4).

Event description:
Customer reported the unicel dxc 800i synchron access clinical system generated false low patient result of zero (0) values on multiple cartridge chemistry (cc) analytes. The customer did not specify which analytes were affected. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.